Manufacturer narrative:
(B)(4).

Event description:
There was a reported serious adverse event in (B)(4) at (B)(6). As a consequence of unseen stenosing tumor, a pt underwent a surgery to remove the pillcam colon c2. Surgical outcome was good. No further info was provided.